Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was prepared per the instructions for use (IFU). However, difficulties inserting the clip delivery system (cds) into the steerable guide catheter (sgc) occurred. The clip was ultimately advanced to the mitral valve. However, while in the valve, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. While outside the patient, actuation of the independent gripper was tested again. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided without the device to analyze, a cause for the reported difficult to insert the cds into the sgc and single gripper actuation issue cannot be determined. Improper or incorrect procedure or method/user error is associated with the user curving the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 3026.